Manufacturer narrative:
The reported complaint was not confirmed. The hospital reseated the bellows housing and continued the case without incident. The unit was returned to service.

Event description:
The hospital reported the bellows would not go down during mechanical ventilation. No report of patient injury.